Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. She disconnected to take a shower and the issues occurred after she got out of the shower. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 212 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.